Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2010 explanted: product type lead product ID neu_perc_extension lot# unknown serial# implanted: explanted: product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported an extension breakage. Consequ ences of the event were noted as not available. No symptoms were reported. There were no further complications reported and/or anticipated.